Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to a loosening on (B)(6) 2024. The implantation date was on (B)(6) 2020. An offset head, a centred spacer and a 2 pegs glenoid were explanted. A cup, a glenosphere, a metaglene and screws were implanted.